Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reports outpatients department had an infusion issue where the primary IV fluid backed up into the secondary bag. Customer has confirmed that the issue is not one of a backcheck valve not preventing flow into the primary; rather, the fluid is flowing from the primary up the secondary tubing, even though all the clamps are open and the secondary infusion is well above the primary. The ivig took about 30 minutes longer to infuse than intended. There was no harm to the pt. No further pt/event info was reported.